Manufacturer narrative:
Initial.

Event description:
It was reported that the patient accidentally entered multiple meal announcements for breakfast, after which the blood glucose dropped to 41 mg/dl and the patient experienced hypoglycemia; the event was addressed through troubleshooting and education on low treatment protocol. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included urgent low glucose that was treated with oral glucose, after which the patient¿s glucose returned to range and the patient felt better. Investigation included review of user-reported history and troubleshooting with education regarding appropriate meal announcement use and hypoglycemia treatment. Investigation of this case revealed user error related to multiple meal announcements leading to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error.